Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior and wear abrasion. Leak test and microscopic analysis was performed which identified: sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.